Event description:
It was reported that a tracheostomy tube was identified to have concealed damage and holes were found. The event occurred during attempted first use and was identified by the patient with diabetes (pwd). There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.